Event description:
Boston scientific crm received information that this lead was placed in the introducer and when the physician pulled it back out, the steroid collar of the lead snagged on the diaphragm of the introducer. The physician then requested a new lead as the collar was slightly misaligned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection of the lead noted the drug collar was missing. Therefore, the reported clinical observations could not be confirmed. This issue will be re-evaluated if additional information is received.